Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced an infection and redness around the pocket wound in their abdomen so they were admitted to urgent care and subsequently hospitalized on (B)(6) 2016. The patient was then treated with intravenous antibiotics until (B)(6) 2016 and then oral antibiotics. On (B)(6) 2016 the pocket was still infected so the health care provider (hcp) decided to remove the implantable neurostimulator (ins) and extension. The diagnostic methods included the patient reporting the redness on (B)(6) 2016. Laboratory testing on (B)(6) 2016 included "crp is increase was 13mgr/l leuc 6.1 miljard/liter." The etiology was possibly related to the device/therapy and possibly related to the implant procedure. The issue was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708695, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708695, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that there was another system modification performed on (B)(4) 2017 following the infection to replace the previously explanted implantable neurostimulator (ins) and extensions. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that after the infection was resolved the patient had new extensions and a new ins implanted.